Manufacturer narrative:
(B)(4). Batch # r9493y. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad melted two and half hours after started to use the device. The device was used for division of adhesive. The surgeon commented that the "device was treated without carefully." The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information was available.